Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient reported that the day after he had the watchman implanted he had a cat scan that showed an embolism. The location of the embolism is not known. The patient was kept in the hospital an additional day and reported he was prescribed "extra" blood thinners. The patient had a problem bleeding from the incision site when he went back home and his cardiologist recommended he use a powdered substance to help stop the bleeding. The patient has a follow up appointment (B)(6) 2020.